Event description:
It was reported that the pt was having an increase in seizures. No further information has been provided at this time. It is unclear what the relationship of the device is to that of the pt's increase in seizures. It is also unk if the pt's current increase in seizures is greater than the levels prior to the vns therapy. Good faith attempts to obtain additional information have been unsuccessful to date.